Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The patient's age and gender were unknown. The target lesion was the left coronary artery. It is unknown if the lesion was de novo or tortuous, but it was slightly calcified. The % of stenosis was unknown. A brite tip guide catheter (6f bx3.5: complaint product) was delivered to the target vessel. Soon after the physician tried to engage it to the vessel, the shape of the curved portion of the guide catheter became loose. The physician stopped using the brite tip and a new brite tip was used instead. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will not be returned for analysis due to the patient's infectious disease. The physician did not indicate any anomalies prior to use. Additional information received indicated that the guide catheter was stretched.

Manufacturer narrative:
After further review of the complaint, the device was not unraveled/stretched as was initially reported. The device was damaged/kinked which is not considered a reportable malfunction.